Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported prior to surgery the unit displayed multiple system messages and the top ports failed to turn on. There was no patient involved. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system displayed a system message (sm) - ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service.¿ and sm ¿the lamp in the table top illuminator needs to be replaced. Please contact field service.¿ there was no light in the table top illuminator prior to the surgery. Further information states that there was no patient involvement and no delays or cancellations as a result of the reported event. The company service representative examined the system and confirmed the reported event. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on august 21, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming xenon lamp. However, how and when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).